Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("essure micro inserts had migrated from her fallopian tubes") and the second episode of device dislocation ("additional surgery would be needed to locate and remove the missing micro-insert/ inability to locate and remove the second essure micro insert/ one of three coils was missing on 2016 CT scan, and was not found during 2017 hysterectomy.") In a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "additional surgery would be needed to locate and remove the missing micro-insert/ inability to locate and remove the second essure micro insert" and device use issue "third essure device is not seen". The patient's concurrent conditions included stress incontinence, female. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2003 for birth control. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced fatigue ("chronic fatigue"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems") and allergy to metals ("nickel allergy"). On (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"). On (B)(6) 2016, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, the first episode of depression ("worsening of her depression"), the first episode of alopecia ("hair loss"), anxiety ("worsening of her anxiety"), weight fluctuation ("weight fluctuation, weight gain/ loss"), dysgeusia ("metallic taste in mouth"), uterine pain ("severe, uterine pain, even when not menstruating"), the second episode of depression ("depression"), arthralgia ("severe, hip pain"), the second episode of alopecia ("hair loss"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation; abnormal menstruation"), back pain ("severe back pain"), abdominal pain lower ("severe, lower abdominal pain"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("abnormally severe menstrual pain") and candida infection ("chronic candidiasis"). The patient was treated with surgery (total hysterectomy and bilateral salpingoophorectomy) and surgery (total hysterectomy and bilateral salpingoophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the last episode of device dislocation, anxiety, weight fluctuation, fatigue, uterine pain, the last episode of depression, arthralgia, the last episode of alopecia, menorrhagia, back pain, abdominal pain lower, vaginal infection, vaginal discharge, dyspareunia, dysmenorrhoea, candida infection, bladder disorder, urinary tract disorder and allergy to metals outcome was unknown and the dysgeusia had resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, candida infection, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, urinary tract disorder, uterine pain, vaginal discharge, vaginal infection, weight fluctuation, the first episode of alopecia, the first episode of depression, the first episode of device dislocation, the second episode of alopecia, the second episode of depression and the second episode of device dislocation to be related to essure. The reporter commented: *despite treatment, plaintiff's symptoms did not improve. Physician advised that only one of the essure micro-inserts was located and removed during surgery. Physician advised that additional testing and surgery would be needed to locate and remove the missing micro-insert. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirming full occlusion of fallopian tubes. Pregnancy test urine - on (B)(6) 2008: negative. On (B)(6) 2016, pelvic CT scan, the results of which showed that the essure micro-inserts had migrated from her fallopian tube. Complications or problems that occurred at the time of your essure placement procedure: the doctor had to place a third essure device, since there appeared to be two openings to the ostia on the right side. Most recent follow-up information incorporated above includes: on 03-apr-2018: pfs received: concomitant condition added, events were added as follows:- chronic candidiasis,bladder or urinary problems or changes, nickel allergy, device use issue,event clubbed additional surgery would be needed to locate and remove the missing micro-insert/ inability to locate and remove the second essure micro insert /one of three coils was missing on 2016 CT scan, and was not found during 2017 hysterectomy. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("essure micro inserts had migrated from her fallopian tubes") and the second episode of device dislocation ("additional surgery would be needed to locate and remove the missing micro-insert/inability to locate and remove the second essure micro insert/one of three coils was missing on 2016 CT scan, and was not found during 2017 hysterectomy.") In a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "additional surgery would be needed to locate and remove the missing micro-insert/inability to locate and remove the second essure micro insert" and device use issue "third essure device is not seen". The patient's concurrent conditions included stress incontinence, female. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2003 for birth control as well as furosemide (lasix), gabapentin, potassium and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced fatigue ("chronic fatigue"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems") and allergy to metals ("nickel allergy"). On (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"). On (B)(6) 2016, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, the first episode of depression ("worsening of her depression"), the first episode of alopecia ("hair loss"), anxiety ("worsening of her anxiety"), weight fluctuation ("weight fluctuation, weight gain/loss"), dysgeusia ("metallic taste in mouth"), uterine pain ("severe, uterine pain, even when not menstruating"), the second episode of depression ("depression"), arthralgia ("severe, hip pain"), the second episode of alopecia ("hair loss"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation; abnormal menstruation"), back pain ("severe back pain"), abdominal pain lower ("severe, lower abdominal pain"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("abnormally severe menstrual pain") and candida infection ("chronic candidiasis"). The patient was treated with surgery (total hysterectomy and bilateral salpingoophorectomy) and surgery (total hysterectomy and bilateral salpingoophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the last episode of device dislocation, dysmenorrhoea, candida infection, bladder disorder, urinary tract disorder and allergy to metals outcome was unknown and the anxiety, weight fluctuation, dysgeusia, fatigue, uterine pain, the last episode of depression, arthralgia, the last episode of alopecia, menorrhagia, back pain, abdominal pain lower, vaginal infection, vaginal discharge and dyspareunia had resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, candida infection, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, urinary tract disorder, uterine pain, vaginal discharge, vaginal infection, weight fluctuation, the first episode of alopecia, the first episode of depression, the first episode of device dislocation, the second episode of alopecia, the second episode of depression and the second episode of device dislocation to be related to essure. The reporter commented: *despite treatment, plaintiff's symptoms did not improve. Physician advised that only one of the essure micro-inserts was located and removed during surgery. Physician advised that additional testing and surgery would be needed to locate and remove the missing micro-insert. All symptoms resolved immediately after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirming full occlusion of fallopian tubes. Pregnancy test urine - on (B)(6) 2008: negative. (B)(6) of 2016, pelvic CT scan, the results of which showed that the essure micro-inserts had migrated from her fallopian tube. Complications or problems that occurred at the time of your essure placement procedure: the doctor had to place a third essure device, since there appeared to be two openings to the ostia on the right side. Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs received:the all events outcome resolved.concomitant medication and reporters added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("essure micro inserts had migrated from her fallopian tubes") and the second episode of device dislocation ("additional surgery would be needed to locate and remove the missing micro-insert/inability to locate and remove the second essure micro insert") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criteria medically significant and intervention required), the first episode of depression ("worsening of her depression"), the first episode of alopecia ("hair loss"), anxiety ("worsening of her anxiety"), weight fluctuation ("weight fluctuation"), dysgeusia ("metallic taste in mouth"), fatigue ("chronic fatigue"), uterine pain ("severe, uterine pain, even when not menstruating"), the second episode of depression ("depression"), arthralgia ("severe, hip pain"), the second episode of alopecia ("hair loss"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation; abnormal menstruation"), back pain ("severe back pain"), abdominal pain lower ("severe, lower abdominal pain"), pelvic pain ("pelvic pain./severe pelvic pain"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), complication of device removal ("additional surgery would be needed to locate and remove the missing micro-insert/inability to locate and remove the second essure micro insert") and dysmenorrhoea ("abnormally severe menstrual pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingoophorectomy) and surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the last episode of device dislocation, anxiety, weight fluctuation, dysgeusia, fatigue, uterine pain, the last episode of depression, arthralgia, the last episode of alopecia, menorrhagia, back pain, abdominal pain lower, pelvic pain, vaginal infection, vaginal discharge, dyspareunia, complication of device removal and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, complication of device removal, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, uterine pain, vaginal discharge, vaginal infection, weight fluctuation, the first episode of alopecia, the first episode of depression, the first episode of device dislocation, the second episode of alopecia, the second episode of depression and the second episode of device dislocation to be related to essure. The reporter commented: despite treatment, plaintiff's symptoms did not improve. Physician advised that only one of the essure micro-inserts was located and removed during surgery. Physician advised that additional testing and surgery would be needed to locate and remove the missing micro-insert. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirming full occlusion of fallopian tubes. (B)(6) 2016, pelvic CT scan, the results of which showed that the essure micro-inserts had migrated from her fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.